Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired from fungemia-fungal infection of the blood stream, which "seeded" the pump. The infection could not be cleared under normal IV antifungal therapy.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.